Event description:
(B)(6) 2022, staples were found jamming prior to the patient.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot# 73d2100944 investigation did not show issues related to the complaint. The device has not been returned for investigation.

Event description:
(B)(6) 2022 , staples were found jamming prior to the patient.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and wi thout magnification. Visual examination of the returned device revealed no clear evidence of use in the form of biological material. The trigger was partially engaged, and the first staple was partially formed. The stapler was returned with 29 staples in the cartr idge, indicating that at least six staples were fired by the customer. No defects or anomalies were observed with the device. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first five staples formed and released properly. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. Three staples did not form completely due to operator error. All other remaining staples were fired and were able to engage and close into the simulated skin with no difficulty. Per DHR the product visistat 35w 6/box lot # 73d2100944 was manufactured on 04/30/2021 a total of (B)(4) pieces. Lot was released on 05/21/2021. DHR investigation did not show issues related to complaint. The IFU for this product, l02644 rev. 02, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "misfire/jamming - staples not firing" could not be confirmed. Upon functional inspection, no issues were observed with the returned stapler. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined based upon the information and sample provided. No further action will be taken. Teleflex will continue to monitor and trend on complaints of this nature.